Event description:
It was reported to philips that the device had an error stating defibrillation disabled. There was no report of patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and found problem at defibrillation. Device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.